Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
Device manufacturing date is unavailable. On 05/10/2016 a medtronic representative performed a navigation system check-out, hardware test passed. Software and instruments tests failed. After an imaging system spin, the passive planer ball tip probe was showing an inaccuracy on the spinal synergy software. According to the surgeon, the tip was "off by 3-4 millimeters" to a given known landmark. When the surgeon switched instruments to use the 4.5 awl-tipped tap, the navigation was then very accurate. After the surgery, system check-out was completed. Ball tipped probe verified properly and was accurate according to demo known landmarks. Issue resolved. System performed as intended. On 06/02/2016 software investigation completed. Findings are that the site was using non-medtronic screws. Not a software issue. Site used the application in an off-label way and was unsuccessful. Software functioning as designed reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy in screw placement. While interfacing an imaging system to a navigation system, the surgeon noted that screws were inaccurate by 3 millimeters, immediately after the imaging system spin. In trouble-shooting, the surgeon placed non-medtronic rescue screws. After the spin, the surgeon used medtronic passive planar on a non-medtronic rescue screw and alleged being inaccurate 1 millimeter superiorly and 3 millimeters laterally. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.